Manufacturer narrative:
Corrected data: it was originally reported to stryker that the right side mandible was not able to be implanted. The investigation confirmed it was the left side mandible that was not able to be implanted during the surgery.

Event description:
It was reported that the surgeon was unable to implant the left mandible compound.

Event description:
It was reported that the surgeon was unable to implant the right mandible compound.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
Update: h6: the event has been confirmed. As the surgeon, provided an image indicating, that the left mandibular component was not implanted. Additionally, a new order for the left mandibular component has been submitted. The surgeon opted not to implant the left mandibular component. And plans to revise it with a new device at a later stage. The surgeon reported, that the delay between the planning medical grade CT scan. Which was taken in september 2022. And the surgery, that occurred on (B)(6) 2024, may have contributed to changes in the patient's occlusion. Based on the investigation, there is no indication of an incorrectly working product or any design, material or manufacturing related issue.

Event description:
It was reported, that the surgeon was unable to implant the right mandible compound.